Event description:
It was additionally reported that on (B)(6) 2024, swelling appeared in the midline of the sternum, and fever was observed on (B)(6) 2024. On the "10th" day, campylobacter fetus was detected in the puncture culture, and campylobacter fetus was also detected in the subcutaneous pus after opening the same site. Blood and urine cultures were negative. On (B)(6) 2024, when the midline wound was opened, pus accumulation on the anterior surface of the sternum and contamination of the sternal wire were observed. The wire was removed, the area was washed, and a vac (vacuum-assisted closure) device was applied. On (B)(6), the wound condition was confirmed and the wound was closed. Oral antibiotics have been continued since then, and the patient remains on the waiting list for a heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6 correction: health effect - clinical code 1858 - fever added. Section h6 correction: health effect - clinical code 1812 - purulent discharge added. Section h6 correction: health effect - impact code 4607 - hospitalization or prolonged hospitalization added. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a major bacterial infection on (B)(6) 2024. The patient was admitted from (B)(6) 2024 to (B)(6) 2024 and was treated with surgical and drug therapy. It was noted that the surgical treatment was "wire removal for sternal wire infection".

Manufacturer narrative:
Additional codes: weight gain, dyspnea, anuria, acute kidney injury, hypotension. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was a 55-year-old woman who underwent implantation of a heartmate 3 implantable left ventricular assist device (lvad) as a bridge to transplant (btt) for severe heart failure due to dilated cardiomyopathy in x¿49 months. Four weeks after discharge, the patient developed a driveline exit site infection and was readmitted. Staphylococcus aureus was detected from the exit site culture. Treatment with ampicillin/sulbactam (abpc/sbt) was initiated, and since bloodstream infection was not confirmed, therapy was switched to oral minocycline (mino). The patient was discharged approximately two weeks later (MFR 2916596-2022-13278). However, staphylococcus aureus continued to be detected from the exit site cultures, and in x¿36 months, the patient was readmitted due to worsening driveline infection. Due to pigmentation side effects from mino, the antibiotic was changed to oral cefaclor (ccl), and the patient was discharged after one month. Subsequent cultures from the driveline site remained negative. In x month, four years after lvad implantation, the patient developed fever and fatigue, followed by a 5 kg weight gain and worsening dyspnea over one week, prompting emergency evaluation. Blood tests revealed elevated inflammatory markers, and the patient was urgently hospitalized. Shortly after admission, the patient's systolic blood pressure dropped to the 40-mmhg range, accompanied by acute kidney injury and anuria, leading to a diagnosis of septic shock. Treatment with ceftriaxone (ctrx) and vancomycin (vcm) was initiated. Given the patient's pre-existing severe right ventricular dysfunction and biventricular failure, dobutamine, norepinephrine, and steroids were promptly administered. Despite treatment, hypotension and anuria persisted, necessitating continuous hemodiafiltration (chdf), which gradually led to spontaneous urination. Due to prolonged hypotension, vasopressin was added, resulting in gradual renal recovery, and chdf was discontinued on hospital day 4. Blood cultures identified campylobacter fetus, and the infection was attributed to enteritis-induced sepsis. Antibiotic therapy was de-escalated to ccl. After confirming negative blood cultures and ruling out abscess formation via chest and abdominal computed tomography (CT) scan, the patient was discharged approximately one month later. In x+1 month, the patient developed herpes zoster and was treated with valacyclovir. In x+3 months, the patient presented with tenderness and swelling at the lower part of the median sternotomy incision. Chest CT revealed fluid accumulation at the site. Diagnostic aspiration confirmed purulent fluid, and cultures again identified campylobacter fetus. Sternal osteomyelitis was suspected, prompting surgical debridement, removal of infected sternal wires, and vacuum-assisted closure (vac) therapy. Intraoperative findings showed no sternal dehiscence. The wound was closed on postoperative day 11. Pump exchange was not performed, and the patient continues to be monitored under mino therapy.